Manufacturer narrative:
Insulih pump received with a blank display and constant tone due to a faulty component on the interface board. A scratched lcd window, cracked reservoir tube lip and broken belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error and low battery alarm. The customer heard a continuous beep prior to the alarms. After removing the battery the device had a frozen display. The blood glucose reading was 125mg/dl. Advised the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued with the time clock not advancing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.